Manufacturer narrative:
Another contact info: (B)(6). Updated fields:b4,b5,b6,b7,d9,d10,e2,e3,g3,g6,g7,h2,h3,h11 corrected fields: e1(initial reporter, event site name),g2,h6(health effect impact codes) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave hybrid intra aortic balloon pump (iabp) malfunctioned before use. Upper display goes totally green intermittently. Display had color issue. Fault 78 and 79 not present. There was no touch input issue or an actual display failure on the touch screen. There was no liquid spill on the touchscreen. Display issue affect the functionality of the unit. No patient involvement.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. Event site name: (B)(6).

Event description:
It was reported that the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Upper display goes totally green intermittently. There is no information about patient involvement and no harm reported.